Manufacturer narrative:
Product analysis:analysis confirmed there were broken patient output connectors and hanger, a missing seal under the hanger. The incoming test could only be performed after replacing the cracked connectors. Placed new patient output connectors, preventive maintenance was performed, boards were checked, fa642 was checked, keypad inspection was performed, checked for pinched liquid crystal display wires / insulation had not been compromised.all found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was being returned for repair. No patient complications have been reported as a result of this event. It was further reported that the epg subsequently tested out of specification during manufacturer's analysis.